Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump exhibited a "no disposable, clamp tubing" error and the user was unable to stop it. Subsequently, a backup pump was used. No patient consequences were reported. No adverse effects were reported.